Event description:
It was reported by svc report that there was no power to the auxiliary power outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: 110v outlet. Circuit breaker on bed was tripped; therefore, causing the product plugged into the outlet to not function. Product performed as intended.